Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced keypad/button unresponsive/button error. The customer reported, no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported, a keypad anomaly and or stuck button alarm. Buttons remained unresponsive, after troubleshooting. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1886 was requested. And customer response was, the device will be returned.

Manufacturer narrative:
Pump passed the self-test. Pump received with an intermittently unresponsive keypad at the down, select and return button. Pump was cut open to perform visual inspection and found no physical or moisture damage on the pcba 1, pcba 2, force sensor and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case, cracked case-corner of belt clip rails, battery tube threads - cracked and label damage (faded end cap address label). Intermittently unresponsive keypad was observed during analysis and isolated to keypad assembly. Cosmetic damages were noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.